Event description:
A malfunction alarm was reported, but prior events did not contribute to the issue. The customer's blood glucose level was recorded at 10.6 mmol/l, which did not exceed 500 mg/dl and was therefore not adversely impacted. Technical support assisted the customer with resetting the pump, resolving the malfunction without recurrence. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which they acknowledged and understood.